Event description:
Information was received from a patient representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's communicator was not taking a charge and they were not able to connect to the pump to request a bolus. An agent walked the patient rep through resetting the communicator. The patient rep confirmed that when they plugged the device into the ac power supply, the battery indicator light came on and was a dark orange. The patient rep stated that they unplugged it and it went to nothing and the middle power button was completely off. An agent had the caller plug it back in and the caller confirmed that the orange light was on. The issue was not resolved through troubleshooting. The patient rep mentioned that the communicator was cracked. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-jun-2023, UDI#: (B)(4). The tm90t0 was received on 2026-feb-03. H3. Analysis of the tm90t0 found that the top case was cracked. The device would not power on after charging for 1.5 hours. There was a burnt l3 on the charge board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.